Event description:
The manufacturer received information alleging a ventilator would not power off. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue with the device's system board was observed. The device was not repaired, the customer was issued a replacement device.